Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices (10258594) used during the same procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the colon during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, both clips would not deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
This report pertains to one of two devices (10258594) used during the same procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the colon during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, both clips would not deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
H6: problem code 2906 captures the reportable event of clip would not deploy. H10: investigation results a visual examination of the returned complaint device found kinks along the catheter at the center and distal sections. An arm was broken off and signs of potential corrosion were observed on the broken section of the arm. It also was noticed that the tabs were not locked into the capsule, which means that activation was not performed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 01:27 pm CT.the report number is being corrected from: 3005099803-2018-61977 to: 3005099803-2018-61382.